Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the device transmissions revealed that the patient's lead exhibited both high pacing impedance values and noise. During a revision procedure it was noted that the lead was easily removed from the header without loosening the set screw on the patient's implantable cardioverter defibrillator. The lead was reinserted and the set screw was re-tightened. No adverse patient consequences or complications were reported and the patient was reported to have been discharged the same day.